Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient experienced a bifascicular block prior to the procedure. The patient's native aortic annular perimeter was measured at 95.1mm, the diameter was 95.3mm, and the area was 707.2mm^2. The length of the membranous septum was 3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-dilatation was performed, and the patient went into a complete heart block. It was noted that there was difficulty positioning and the valve repeatedly dove down towards the ventricle. After several re-captures and manipulations, the decision was made to remove the valve and delivery system and transfer the patient to surgery. The valve was never fully released from the delivery system. A permanent pacemaker was also implanted. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to procedural conditions (related to pre-dilatation). The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.